Manufacturer narrative:
Additional information: section d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing vertigo. The recipient is being treated by arlevert.

Manufacturer narrative:
Additional information b.7. The recipient's dizziness issues have resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.